Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the pacemaker was undersensing. The patient presented in clinic on (B)(6) 2021 and the device was unable to be interrogated after several attempts. The patient presented in clinic again the next day and was still unable to be interrogated. A magnet test was performed and showed that the pacemaker was pacing but losing capture. This proved that the battery life was still good, but outputs were not set properly. The patient was stable and would have their device explanted and replaced.

Manufacturer narrative:
The reported events of inability to interrogate, pacing problem, failure to capture, and under-sensing were confirmed. As received, the device had no telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6)2021.

Event description:
New information received indicated that the device was explanted on (B)(6)2021.

Manufacturer narrative:
Correction: h10 analysis conclusion statement the reported events of inability to interrogate, pacing problem, failure to capture, and under-sensing were confirmed. As received, the device had no telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.